Manufacturer narrative:
Section a3: patient gender was requested but not yet provided. Section d4: device serial number and lot number were not provided, and expiration date and manufacture date (h4) cannot be determined. The primary UDI number in d4 is reflective of all available information. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patients system monitor while connected to the system controller displayed that the pump was off. The patient's condition was described as fine, and no audible or visual alarms were found. The center believed this was a system monitor display issue. It was recommended that the center power cycle the system monitor to resolve the issue, and if the issue were to persist, to take the system monitor out of service.

Manufacturer narrative:
Section a3: patient gender was not provided. Section h6: correction to medical device problem code. Manufacturer's investigation conclusion: the reported event of the system monitor displaying that the pump was off was not confirmed. The system monitor (serial number unknown) was not returned for analysis. The provided log files did not capture any atypical events, and the pump operated as intended throughout the data. Questions regarding the event were asked multiple times and no responses were received. The root cause of the reported event was unable to be determined through this analysis. Although the system monitor was not returned for evaluation, a corrective and preventive action (CAPA) was opened to further investigate issues related to the system monitor atypical screen behavior. The serial number of the system monitor was not provided. Heartmate 3 instructions for use (IFU) under section 4, entitled ¿system monitor¿, provides an overview of the system monitor and explains how to set up and use it. This section contains troubleshooting steps for the system monitor and instructs the user to contact abbott for assistance if the system monitor still does not work. Heartmate 3 IFU section f, entitled ¿safety checklists¿, provides checklists to assist the user in performing routine maintenance of the heartmate 3 left ventricular assist device. Heartmate 3 patient handbook cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The device is included in the heartmate system monitor atypical screen behavior field action issued by abbott on 08may2024. No further information was provided. The manufacturer is closing the file on this event.